Event description:
It was reported that the patient experienced an implantable pulse generator (ipg) increased charging despite exhausting all troubleshooting methods. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained and not returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year from the date manufacturer became aware of the event. Block d2b: pro code (product code): qrb.